Event description:
Patient reported left side rupture. Healthcare professional later reported "pain+swollen device rupture." Device explanted and replaced.

Manufacturer narrative:
Continued phone number e1: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Inflammation/irritation: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side rupture. Healthcare professional later reported "pain+swollen device rupture." Device explanted and replaced.

Event description:
Patient reported left side rupture. Healthcare professional later reported swelling, pain, and rupture. Device explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Patient reported left side rupture. Healthcare professional later reported swelling, pain, and rupture. Device explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as fold flaw opening and missing shell assessed as inconclusive. ¿ inflammation/irritation: unable to observe since it is not related to the device. As per the investigation procedure creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side rupture. Healthcare professional later reported "pain+swollen device rupture." Device explanted and replaced.